Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was the quik-combo therapy cable. Physio-control then replaced the quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were unable to obtain an ECG waveform with their device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the paddles lead ECG waveform would only display intermittently. As a result, defibrillation therapy could be delayed, or prevented, if it were necessary.